Manufacturer narrative:
During inspection and testing of the returned device, the customer¿s allegation (forceps elevator was not able to close fully) was not confirmed. The forceps elevator was functioning properly when the insertion tube was straight, and when it was in the standard form, with and without forceps, and at maximum angles of angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the forceps elevator of the ultrasonic gastrovideoscope was not able to close fully. This issue was identified during reprocessing of the subject device, after it had been returned from repair. There was no report of patient harm associated with this event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found there was a gap in the glue between the probe and distal end of the device. This MDR is being submitted to capture the reportable malfunction found during evaluation of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.